Manufacturer narrative:
After battery installation device gave an unexpected blank steady white display with vertical lines due to broken traces on lcd glass. Unable to perform functional testing including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to display anomaly. Unable to verify missing segments or partial display due to display anomaly. No traces of moisture were noted at electronic assemblies or motor assemblies per visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump¿s screen was showing no activity and had just two straight lines. The customer¿s blood glucose level was 16.4 mmol/l. The customer reported that the insulin pump was broken and the customer had high blood glucose level. The customer declined troubleshooting for high blood glucose level. The customer was treated with insulin pen for high blood glucose level. The insulin pump will be returned for analysis.